Event description:
The customer contacted physio-control to report that their device changes energy by itself. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section h10 additional mfg narrative of the initial medwatch report indicated: physio-control evaluated the customers device and verified the reported issue. Physio observed that the keypad overlay was loose and there was possible fluid egress under it. The battery pins were replaced. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10 additional mfg narrative of the initial medwatch report should indicate: physio-control evaluated the customers device and was unable to verify or duplicate the reported issue. Physio replaced the keypad assembly as a precaution. After performing unrelated repairs and service, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: physio-control reviewed the electronic device data and was unable to verify the reported event and there was no indication that the user shocked the patient an energy which they did not select. The root cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio observed that the keypad overlay was loose and there was possible fluid egress under it. The battery pins were replaced. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device changes energy by itself. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.